Event description:
It was reported to philips that the allura device would not boot up. The device was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse identified that initially the system had host pc memory card errors which caused the reported issue. Additionally, the fse found that the wrong hard drive was installed in the host pc. The fse replaced the hard disk and reseated the memory cards to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.